Manufacturer narrative:
The device evaluation was completed on 4-aug-2021. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air flows back into the side port issue occurred. At the moment of inserting the dilator, a bubble was seen in the valve of the vizigo sheath. This occurred after saline ¿was through¿, when the dilator was inserted. According to the physician¿s judgment, there seems to be no problem with the valve, and the vizigo sheath was like this and so was used as it was. The brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. There was no blood return. The procedure was completed without patient consequence. Device evaluation details: visual analysis of the returned sheath revealed that no damage or anomalies were observed on carto vizigo sheath. Test method for liquid leakage through hemostatic valves of sheath introducers was performed and no issues were observed during the sheath analysis. No water leakage, bubbles or pressure decays were detected during the test. A device history record evaluation was performed for the finished device 00001578 number, and no internal action related to the complaint was found during the review. No malfunction was observed during the sheath analysis. The instructions for use contain the following recommendations: ¿before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline". The event described could not be confirmed as the as the sheath performed without any issue. Although no sheath defect was identified, there may have been other circumstances or issues that occurred during the use of the sheath that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially, it was reported that the device will not be returned for analysis. However, on 7-jul-2021 the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001578 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air flows back into the side port issue occurred. At the moment of inserting the dilator, a bubble was seen in the valve of the vizigo sheath. This occurred after saline ¿was through¿, when the dilator was inserted. According to the physician¿s judgment, there seems to be no problem with the valve, and the vizigo sheath was like this and so was used as it was. The brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. There was no blood return. The procedure was completed without patient consequence.